Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon inspection fse found the host pc os disk was defective. Fse replaced the os disk and restored the ghost image. After replacement of the disk and restoration of ghost image system was returned to use in good working condition.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.